Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter and there was an irrigation issue. The medical team noted that the temperature was too high during ablation (over 40). Then they noticed that the irrigation hole was blocked during flush. The issue wasn't noted until the device was being used on the patient. The team removed the device from the patient and attempted to flush, which was when they found the irrigation blockage. The correct catheter settings were selected on the generator. There were no flow rate change issues noted at the start of ablation. The catheter was changed and the temperature normalized again. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-nov-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter and there was an irrigation issue. The medical team noted that the temperature was too high during ablation (over 40). Then they noticed that the irrigation hole was blocked during flush. The issue wasn't noted until the device was being used on the patient. The team removed the device from the patient and attempted to flush, which was when they found the irrigation blockage. The correct catheter settings were selected on the generator. There were no flow rate change issues noted at the start of ablation. The catheter was changed and the temperature normalized again. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31275176m number, and no internal actions related to the reported complaint condition were identified. The high temperature and irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).